Manufacturer narrative:
(B)(4). Batch # p5555z. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the staples malformed? Was the staple line incomplete? Was the staple line leaking? Was there any patient consequence? If yes, please explain.

Event description:
It was reported that after firing cartridge the staple pins on the patient body side give way but on the specimen side was ok. Done handsewing & completed the anastomosis. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: MDR decision: not reportable. Additional information was requested and the following was obtained: were the staples malformed? Was the staple line incomplete? Was the staple line leaking? Was there any patient consequence? If yes, please explain: the staples were formed & the staple line was complete but staples pins on patient side give way. There was no patient consequences. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.